Manufacturer narrative:
Block a2: patient weight 79.5 kg. Block h2: block b5 and block h6 (device code) has been updated based on the additional information received. Block h6: imdrf device code a150103 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the basket pop open, it was unable to perform lithotripsy. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on 08may2025*** it was the steel wire that was fractured.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the basket pop open, it was unable to perform lithotripsy. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information it was the steel wire that was fractured.

Manufacturer narrative:
Block a2: patient weight 79.5 kg . Block h2: block b5 and block h6 (device code) have been updated based on the additional information received. Block h6: imdrf device code a150103 captures the reportable event of basket wire break. Block h11: a trapezoid rx was received for analysis. Visual examination of the returned device found the tip from the basket was detached and the basket wires are bent; none of the wires are broken. The reported event was not confirmed. Based on the available information, most likely that the force applied when trying to destroy the stone or the force used on the handle thumb ring when interacting with the device made the basket wires get bent and eventually deploying the basket tip to release the stone. If the stones were too large to destroy, it's most likely that depending how the stone was inside the basket, the tip couldn't handle the pressure applied from the handle and ended up deploying the tip to successfully retrieve the device out of the patient. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf deice code a150103 captures the reportable event of tip premature deployment. Block a2 patient weight 79.5.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the basket pop open, it was unable to perform lithotripsy. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.